Event description:
It was reported that there was oversensing noise on the right ventricular (rv) lead noted. On (B)(6) 2025, the physician elected to cap the rv lead and replace it with a new lead. The patient condition was stable.